Event description:
Had surgery in 2006, apogee mesh used to repair my rectum and vagina, my body would not heal from product used, inflammation drainage infection and scar tissue had to take many meds for approx 10 months and still have problems with the mesh it is hard like concrete went in for a second surgery five months later, to try to remove some of the mesh I cannot sit on the bones of my butt having pain also vagina very hard and painful inside, have had 2 out patient surgery's also the product that is inside me is very hard painful, and I am in the process of having it all removed, have not been able to return to my job for 1 year because of my health from this product, I am now receiving injections to help with pain control and inflammation.